Manufacturer narrative:
The field service engineer inspected the analyzer and resolved the issue by replacing the manifold kit valve (rohs,) which was identified as likely cause. A review of the service history of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for manifold kit valve (rohs) identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer reported a (B)(6) architect anti-hbc ii results for 2 patients on the architect i2000sr analyzer. Sample ID (B)(6): (B)(6) on an alternate analyzer. Sample ID (B)(6): (B)(6) on an alternate analyzer. No adverse impact to patient management was reported.